Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jun-2017, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead ¿came apart¿. It was noted that when the battery was removed from the lead, the doctor noticed the insulation around the lead had separated from the where the connection point is by the electrode. It was reported that the lead had been implanted for more than 4 years. The lead was then replaced with a new product. No issues were reported regarding the patient. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.